Event description:
Reporter notified MFR that the vns "wires are hurting me a lot." Reporter stated she had consulted with a surgeon and that the surgeon felt surgery should be done. Reporter stated the vns generator has been removed but the lead remains implanted. Attempts to the reporter's surgeon for additional info have been unsuccessful to date.